Event description:
It was reported following a permanent implant, the patient developed hematoma at the epidural site. In turn, the patient experienced temporary paralysis in the legs and has since recovered feeling and movement in both legs. The patient underwent surgical intervention where the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.